Event description:
It was reported by the contact that the customer received multiple altitude alarms during bolus delivery. The customer's blood glucose level was not impacted. The customer removed and reinstalled the cartridge. Insulin delivery was resumed.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received, a supplemental form will be completed.